Event description:
Pump failed accuracy test under delivery during repair service by baxter tech. The hosp rep stated they have no record of any pt incident.

Manufacturer narrative:
Evaluation summary: evaluation was completed on 8 november 2005. The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigaed under CAPA.